Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear flushed. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, excessive no delivery tests or verify the compromised force sensor system alarm due to the motor error alarm. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.